Event description:
On (B)(6) 2011, baxter (B)(4) received a call from a home patient's (hp) nurse who stated that a family member reported that the hp passed away while hospitalized. There was no allegation of device malfunction. On (B)(6) 2011, a physician reported that the event of death was amended to cardiac failure. On (B)(6) 2011, the hp began dianeal-n pd-4 1.5 uv twin bag therapy intraperitoneally (ip). On (B)(6) 2011, the hp died. It was not reported whether the hp was hospitalized or treated for the event prior to his demise, or whether an autopsy was performed. Peritoneal dialysis (pd) therapy was ongoing until death. The physician stated that the fatal event was unrelated to pd therapy due to his medical history of heart disease.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.